Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate ventricular fibrillation (vf) therapy for oversensing noise on the right ventricular (rv) lead. There was also high impedance on the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.